Event description:
A customer contacted beckman coulter (bec) reporting that there was a blue-green fluid leak of about 3-5ml from the right hand side of the coulter lh 500 hematology instrument during shutdown and startup. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed clenz leak from a cut in tubing going through the pinch valve (pv37), connected at fitting 124. The fse replaced the tubing which resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).